Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the battery compartment was cracked and there was moisture within. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-feb-2019 with the following findings: during investigation, the battery compartment was found to be cracked but there was no damage found to the battery cap. The battery cap was able to attach securely to the pump. There was corrosion found in the battery compartment and the pump leaked at the battery compartment. The pump was opened and there was moisture damage found on the printed circuit board. The pump failed to power on due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.